Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital on (B)(6) 2015 with a blood glucose of 900 mg/dl. Customer stated that he had diabetic ketoacidosis. Customer inserted the set but the cannula was not in his body. Customer was not sure where the insulin was going. Customer was given an IV and novolog. Customer was not wearing the insulin pump at the time of the hospitalization. Customer was off the pump for one day prior to the hospitalization. Customer stated that the cannula was not in his skin. Customer has a ringing in his ear and when his sleeping he can't feel the vibration and the alarm sounds the same as the ringing in his ear. Customer stated that when he drives, his blood glucose has to be above 250 mg/dl.